Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had an accidentally disconnected both power sources from his controller over the weekend. Patient noted that there was no associated alarm when this happened. Patient was seen in the clinic and the site confirmed that there was no alarm. The controller was exchanged with no reported consequences to the patient. No additional information provided.

Manufacturer narrative:
The reported failure of the no power alarm on (B)(4) was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that power was lost on (B)(6) 2016 within 15 minutes after 13:02:02. This was the final data entry before a reconnection occurs approximately 15 minutes later at 13:17:02. The data point before the loss of power revealed that (B)(4) was the active power source on power port 1 with a capacity of 92% and (B)(4) was connected to ps2 with 34% rsoc. Initial testing of the device indicated that the controller was able to sound for 16 minutes, which meets the specifications of at least 15 minutes. Additional testing of the controller was performed. During testing, the controller was exposed to temperatures between 30oc to 40oc to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm failed to sound once both power sources were disconnected. During the analysis of the controller, a fairchild mosfet temperature was measured to be operating at a high temperature range but still within the manufacturing temperature range between -55oc to 150oc. The heat generated by the mosfet was adding to the environmental (ambient) temperature, causing the "no power" alarm's circuit thermal fuse to open, resulting in a failure of the "no power" alarm. Once the controller was allowed to operate at cooler temperatures, the thermal fuse was able to re-cover and close the circuit, and the "no power" alarm regained functionality." Based on this analysis, it is likely that the controller was operating in high ambient conditions. This in conjunction with a mosfet that was operating at higher temperatures may have caused the alarm circuit's thermal fuse to open, resulting in a recoverable failure of the "no power" audible alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.